Event description:
Due to e. Coli infection with discomfort and purulent discharge/pus, there was a partial removal of the lead on (B)(6) 2025. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).